Manufacturer narrative:
Customer was provided with a loaner central station tower, while it is being returned to the company's repair center.

Event description:
Customer reported the panorama central station shut down, which may have affected telemetry monitoring. No pt injury was reported.